Event description:
Revision surgery - due to dislocation and loosening.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-00788; 509-02-040, s810 - device loosening, s803 - dislocation, revision surgery . If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.